Event description:
It was reported that the patient ¿still had a lot of bladder infections¿ and had incontinence. Follow-up is being conducted to determine actions and outcome.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0hzgl, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient¿s concerns were resolved.